Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as it might be caused by an incomplete device immobilization was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
During a fitting it was noticed that the patient could not hear with her processor on. A test was done in sound field in the unaided and aided condition and showed no difference in thresholds. The surgeon was informed and the patient will be explanted and re-implanted. The patient was re-implanted on (B)(6) 2016.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a fitting, it was noticed that the patient could not hear with her processor on. A test was done in sound field in the unaided and aided condition and showed no difference in thresholds. The surgeon was informed and the patient will be explanted and re-implanted.